Event description:
While using a mega needle driver during a robotic procedure, the driver broke and a wire came disconnected from the wrist of the driver. The needle driver was removed from the patient safely and without any harm to the patient. At the conclusion of the case it was noted that the arm did have remaining lives, but it is unknown how many remain.======================manufacturer response for needle driver, mega needle driver (per site reporter).======================we get feedback regarding the da vinci robotic arms on a quarterly basis. We will receive credit for those that had remaining lives and were not misused or mishandled.